Manufacturer narrative:
The device was returned and investigated at nevro. Visual examination of the device found the lead was bent and fractured on the distal end between two electrodes. The exposed conductor wire was found intact and still making proper contact. Electrical analysis of the lead found all electrodes to be functional and showed normal values. Examination of previous x-rays of the patient's leads prior to removal showed no evidence of visible damage. The damage observed, which was consistent with damage that could be caused by the lead catching on an obstruction (e.g. Scar tissue), was likely caused during the explant procedure. The manufacturing records were reviewed and no non-conformities related to the nature of the complaint were found.

Event description:
It was reported to nevro that the patient had the lead replaced due to high impedances. During the procedure, one lead was found to be bent between two electrodes. There were no injuries sustained by the patient and there were no reports of exposed conductor wires. It was noted that the patient had spinal stenosis and scarring. The lead was returned and upon investigation, the conductor wire was noted to be exposed. The lead was successfully replaced and the patient is currently using their device to find effective pain relief.